Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain with radiation / pain pelvic") and embedded device ("protrusion outside the endometrium / protrusion") in a 27-year-old female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), stress ("stress") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during sexual intercourse / painful sexual intercourse"). In 2012, the patient experienced abdominal pain ("acute cramping and pressure / abdominal pain radiating to back / mild to severe abdominal pain radiating to back, weekly"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstruation"). On (B)(6) 2015, 2 years 7 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding") and abdominal discomfort ("lower abdominal pressure"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015, laparoscopic assisted). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia was resolving, the abdominal pain, dyspareunia, vaginal haemorrhage, dysmenorrhoea and abdominal discomfort had resolved and the embedded device outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, anxiety, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain, stress and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory position, full occlusion of fallopian. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - reporter¿s information was updated, and a new reporter was added. The patient¿s information was added, removal date of essure was updated to 12-oct-2012, and lot number was received. The events ¿abdominal pain¿, ¿vaginal bleeding¿, ¿menstrual cramps¿, ¿stress¿, ¿anguish¿, ¿embedded device¿ and ¿abdominal discomfort¿ were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain with radiation / pain pelvic / pelvic pain"), embedded device ("protrusion outside the endometrium / protrusion/migrated out of my tubes and now in my uterus") and device expulsion ("protrusion outside the endometrium / protrusion/ migrated out of my tubes and now in my uterus") in a 27-year-old female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial thickening. Concurrent conditions included flank pain and dizziness. Concomitant products included norethisterone (micronor). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("acute cramping and pressure / abdominal pain radiating to back (mild to severe) weekly / abdominal pain radiating to back"). In november 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"), stress ("stress / stress") and anxiety ("mental anguish / mental anguish"). In december 2012, the patient experienced dyspareunia ("pain during sexual intercourse / painful sexual intercourse / dyspareunia"). In september 2013, the patient experienced menorrhagia ("abnormally heavy menstruation / abnormal bleeding menorrhagia") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding vaginal"). On (B)(6) 2015, 2 years 7 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal discomfort ("lower abdominal pressure / lower abdominal pressure"), breast discomfort ("my wife constantly felt like she was lactating") and pelvic discomfort ("my wife constantly felt like she was in labor, contracting, dilating"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015, laparoscopic assisted), surgery (full hysterectomy in (B)(6) 2015 and surgery (full hysterectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the embedded device, device expulsion, stress, anxiety, breast discomfort and pelvic discomfort outcome was unknown and the abdominal pain, menorrhagia, dyspareunia, vaginal haemorrhage, dysmenorrhoea and abdominal discomfort had resolved. The reporter considered abdominal discomfort, abdominal pain, anxiety, breast discomfort, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic discomfort, pelvic pain, stress and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-mar-2013: satisfactory position, full occlusion of fallopian the right essure coil extends into the endometrium by approximately 7mm.the patient presents for essure sterilization procedure with para cervical block. Moderate amount of free fluid present in the pelvis. Negative pregnancy test . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media : feeling abnormal, breast discomfort,pelvic pain, abdominal pain" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain with radiation / pain pelvic / pelvic pain"), embedded device ("protrusion outside the endometrium / protrusion") and device expulsion ("protrusion outside the endometrium / protrusion") in a 27-year-old female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("acute cramping and pressure / abdominal pain radiating to back (mild to severe) weekly / abdominal pain radiating to back"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"), stress ("stress / stress") and anxiety ("mental anguish / mental anguish"). In (B)(6)2012, the patient experienced dyspareunia ("pain during sexual intercourse / painful sexual intercourse / dyspareunia"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstruation / abnormal bleeding menorrhagia") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding vaginal"). On (B)(6) 2015, 2 years 7 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal discomfort ("lower abdominal pressure / lower abdominal pressure"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015, laparoscopic assisted), surgery (full hysterectomy in (B)(6)2015) and surgery (full hysterectomy in (B)(6)2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the embedded device, device expulsion, stress and anxiety outcome was unknown and the abdominal pain, menorrhagia, dyspareunia, vaginal haemorrhage, dysmenorrhoea and abdominal discomfort had resolved. The reporter considered abdominal discomfort, abdominal pain, anxiety, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain, stress and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory position, full occlusion of fallopian most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding menorrhagia, abnormal bleeding vaginal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain radiating to back, stress, mental anguish, pain pelvic clubbed to previous events. Reporter information was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain with radiation / pain pelvic / pelvic pain"), embedded device ("protrusion outside the endometrium / protrusion/migrated out of my tubes and now in my uterus") and device expulsion ("protrusion outside the endometrium / protrusion/ migrated out of my tubes and now in my uterus") in a 27-year-old female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial thickening. Concomitant products included norethisterone (micronor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("acute cramping and pressure / abdominal pain radiating to back (mild to severe) weekly / abdominal pain radiating to back"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea (cramping)"), stress ("stress / stress") and anxiety ("mental anguish / mental anguish"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during sexual intercourse / painful sexual intercourse / dyspareunia"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstruation / abnormal bleeding menorrhagia") and vaginal haemorrhage ("vaginal bleeding / abnormal bleeding vaginal"). On (B)(6) 2015, 2 years 7 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal discomfort ("lower abdominal pressure / lower abdominal pressure"), breast discomfort ("my wife constantly felt like she was lactating") and feeling abnormal ("my wife constantly felt like she was in labor, contracting, dilating"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015, laparoscopic assisted), surgery (full hysterectomy in (B)(6) 2015) and surgery (full hysterectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the embedded device, device expulsion, stress, anxiety, breast discomfort and feeling abnormal outcome was unknown and the abdominal pain, menorrhagia, dyspareunia, vaginal haemorrhage, dysmenorrhoea and abdominal discomfort had resolved. The reporter considered abdominal discomfort, abdominal pain, anxiety, breast discomfort, device expulsion, dysmenorrhoea, dyspareunia, embedded device, feeling abnormal, menorrhagia, pelvic pain, stress and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory position, full occlusion of fallopian the right essure coil extends into the endometrium by approximately 7mm.the patient presents for essure sterilization procedure with para cervical block. Moderate amount of free fluid present in the pelvis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media : feeling abnormal, breast discomfort" most recent follow-up information incorporated above includes: on 1-mar-2018: new reporters added. Historical condition added. New events, my wife constantly felt like she was lactating, my wife constantly felt like she was in labor. Contracting, dilating were added. Lab data added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain with radiation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("acute cramping and pressure"), menorrhagia ("abnormally heavy menstruation") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and dyspareunia was resolving. The reporter considered abdominal pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram, on (B)(6) 2013: satisfactory position, full occlusion of fallopian incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.